Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory product ID neu_unknown lot# serial# unknown : product type unknown, product ID 97745, serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6); product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is date valid h3: analysis found device scrapped due to failed cycle count should be <(><<)>150 reads 159. Scrapped due to battery not charging past 68% should be at least 95%. Scrapped due to broken tab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the lithium (li) battery was not holding a charge and will not charge up since friday . Pt had put implant (ins) into MRI mode last friday and then tried to go back out of MRI mode and the controller would not power back on. Pt left the controller plugged in overnight and still was not charged up. Per rep contacts on the charging cord look to be in good shape, controller port contacts look good. They have been charging for 20 min with green light flashing but controller still is at 0% with message "battery empty" (screen 79). A replacement battery pack was sent to the patient.  Caller called back and indicated that pt didn't receive the larger battery door. Agent did call the rep back to confirm the pt understood that they needed to remove the battery door from the dummy controller but the pt tried this and it didn't fit their controller. Agent will order the larger battery door for the pt. Caller called back with the pt and states that the issue persists for the patient where the screen of the controller is freezing. Caller mentioned what was noted in this record where the controller froze after putting ins in MRI mode, froze with green light on. The caller states the pt's battery issue noted in this original record was resolved the li batter replacement. Tss emailing repair for replacement controller.

Manufacturer narrative:
H3: product ID 97745, serial# (B)(6), was returned for product analysis. Analysis found the main board connector pins were broken on the connector and the front case was also cracked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.